Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the atrial lead exhibited noise which led to inappropriate mode switches. The device was reprogrammed. The patient was in good condition.

Event description:
New information states that the physician found the lead continued to exhibit noise with several inappropriate mode switches. No intervention would be performed as the patient medical condition was good.